Event description:
Using dyonics shaver (B)(4) lot number 50621377, it was noted on the camera that the metal teeth had sheared and embedded into the patient's knee. Shaver end changed, area evacuated with suction and minimal shaving. Photographic evidence taken. There was no patient injury as reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned blade assembly was evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). A change to the fabrication process for the inner blade has been affected, via (B)(4), which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. (B)(4).